Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "neck pulsations and difficulty getting up the stairs". The implantable pulse generator (ipg) had triggered recommended replacement time (rrt). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.